Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a visi pro stent and a protégé everflex stent were used to treat the left common iliac, external iliac. Approximately 11 months post procedure patient suffered restenosis within the distal external iliac/common femoral vessels. From last follow up, patient complained of bilateral hip pain and ankle brachial index dropped bilaterally. Went to operation room for left femoral popliteal bypass, balloon angioplasty of left external iliac artery (target lesion) stents due to restenosis. Patient recovered.